Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call , (B)(6) 2016 phone call, (B)(6) 2016 e-mail. Prior to ge healthcare's arrival, the anesthesia technician reseated the bellows. A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications.

Event description:
The hospital reported that, during a case, the bellows was not working. There was no reported patient injury.